Manufacturer narrative:
The customer¿s report of ballooning in the silicone segment was confirmed. Visual inspection of the set revealed a weakened area at the top of the silicone pump segment consistent with ballooning effects. Functional testing was performed and the balloon was replicated during pressure testing at 3 psi. The root cause of this event could not be identified.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a grape size balloon occurred at the silicone segment during infusion and the device alarmed.